Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_pump, serial# unknown, product type: pump. (B)(4). Upon device return, analysis confirmed that the handle separated from the hypotube on the anchor deployment tool.

Event description:
On 2015-10-07, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal 500 ¿g/ml at a dose of 30 ¿g/day via an implantable pump for an unknown indication. The patient¿s medical history was not included. The patient¿s concomitant medications were not included. On (B)(6) 2015, during surgery, the hcp tried to dispense the anchor off the anchor deployment tool (adt) (reported as anchor dispenser) and the adt broke. After the adt was removed, the anchor was in place over the catheter, but it was "together with the metal tip" / still attached to the metal tip of the adt. The metal tip was not firmly attached to the remaining part of the adt and the anchor did not slide off the metal tip. The hcp was able to slide the metal tip off the catheter together with the attached anchor. The hcp used a 8785 ascenda accessory kit to replace the anchor. The issue had been resolved at the time of the report. There were no reported patient symptoms and no surgical intervention occurred nor had been planned. The patient's status was "alive - no injury". The adt was returned for analysis.